Event description:
Procedure: salpingectomy. According to the reporter: when extracting specimen from the patient during laparoscopy, it was discovered that the laparoscopic endocatch specimen bag had a hole at the bottom. The bag was examined by scrub nurse, circulating nurse, care facilitator and surgeon once it was outside of patients body and it appeared to be missing a piece of the plastic that would complete the bag. The surgical team examined the patients pelvis/abdomen by laparoscopy but did not see any pieces of plastic inside. Surgeon aware, thought it just tore but did not break off from the bag. Age and weight are not available. No patient injury or ill-effects. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No reinforcement material used. No extension to surgical time required. Patient current status reported as recovering. The device will not be returned for evaluation, it was discarded.

Manufacturer narrative:
(B)(4).